Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture during one day post-operation device check. X-ray confirmed that the lead had dislodged. The lead was explanted and replaced. Patient¿s condition was stable throughout the event.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Analysis was normal. No anomalies were found.